Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument was new out of package. It was placed on the system and then inserted into the patient. The issue occurred when the customer was sealing and cutting. The vessel sealer was not articulating properly. The issue was not related to delayed sealing, insufficient sealing, no sealing, nor another issue with sealing. The instrument did not work at all. There were no errors when the issue occurred. During the sealing sequence, there was no audible signal (continuous tone) while the pedal was pressed. The seal cycle did not complete with the fast audible tones as expected. No tissue effect was observed during the seal cycle. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was no unexpected additional bleeding experienced by the patient. The surgeon does not know what caused the issue. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument da vinci product to perform failure analysis (fa). Fa was not able to confirm nor reproduce the reported complaint. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips moved properly. The instrument passed energy recognition on the e-100 and erbe generators. The instrument attached to and removed from the arm without any issues on multiple attempts. The instrument was fully functional. No product issue was identified. The probable root cause of the customer reported complaint is not determinable since the issue was not confirmed or reproduced. Issues related to errors or complications using the instrument reported by the user with no underlying product issue may be related to problems during use. The failure analysis investigations and in-house testing of the returned device revealed no issues related to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the articulation of a vessel sealer extend (vse) instrument was not working properly. Instrument was also reseated but this did not correct the issue. The procedure was completed with no reported injury.